Manufacturer narrative:
(B)(4). A sample evaluation was completed for the reported issue. Microscopic inspection was performed and noted several holes in the drain line and patient line tubing. Functional tests included leak testing, clear passage testing, and device-device interaction testing. Leaks were observed during the leak testing; the cause was determined to be from the holes found in the tubing. The reported issue was verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line leaked through a small crack in the tubing. This was noted during drain of peritoneal dialysis on the homechoice while the patient was connected. The patient found the crack when they woke up in the morning. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.